Event description:
A review of service data detected a reportable problem. During servicing, the monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. Upon further investigation, multiple components on the monitor c/a and defibrillator boards were shorted and damaged. Due to the extent of the damage, the root cause for the shorted components and pulse test failure could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.